Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). The patient reported the pod was bent. As treatment the patient removed the pod.

Manufacturer narrative:
The returned device had the cannula assembly deployed. Inspection of the device found no defects or abnormalities that would lead to improper insertion of the cannula; a root cause for the event could not be determined. The soft cannula was not observed to be bent or kinked. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. The pcb was observed to be corroded. The battery voltages were measured and found to be lower than expected. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin. A leak test was performed and no leaks or blockages were observed. No damages or defects were observed on the bottom or top housings as well as the e-seal. The sma wire resistance was measured and found to be within specification. The exact cause of the observed corrosion could not be determined. No other damages or defects were observed.